Manufacturer narrative:
Occupation ni equals lay user/patient. [Mw5081599]. Customer unable to be contacted for product return.

Event description:
The customer initially provided the information in this report as a voluntary event report submitted directly to FDA, report number mw5081599. The customer reported that they were hospitalized due to a blood clot on their artificial heart valve. On an unspecified date, they had a meter reading of 1.1 inr. On an unspecified date, a result of >8.0 inr was obtained from their meter. The customer reported this result to a coagulation clinic who had the customer stop their warfarin. The customer went to the clinic on an unspecified date for testing and obtained from an unspecified method a result of 1.1 inr. The customer's doctor performed a cardiac echo and found a blood clot on the artificial heart valve. The customer was sent to the emergency room where they were treated with tissue plasminogen activator (tpa) to dissolve the clot. The customer was released from the hospital after a week. The customer's normal therapeutic range is 2.0 - 3.0 inr. The time between the meter result and the laboratory result were not provided. There was no information provided in relation to how long the warfarin treatment was stopped. Strip lot and meter information were not provided.

Manufacturer narrative:
No product is expected to be returned. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.